Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity had decreased by 18 months in 6 months' time. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time the device remains in service and no adverse patient effects were reported. The device was subsequently replaced and was reported to be discarded by the facility.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The longevity had decreased by 18 months in 6 months' time. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time the device remains in service and no adverse patient effects were reported.